Manufacturer narrative:
Diopter: -02.00. Silicone ultraviolet-absorbing posterior chamber three piece foldable intraocular lens (elastimide®). Method: evaluation method: lens work order search. Evaluation results: a lens work order search revealed no similar complaint within the work order. Conclusions: conclusion not yet available. Evaluation is in progress. (B)(4).

Event description:
The reporter stated the surgeon used an aq5010v -02.00 diopter three piece silicone lens. The lens was inserted into the eye. The lens would not fold correctly. The lens was removed and backup lens, same model and size was implanted. The incision was enlarged to remove the lens, no suture required. Reporter stated the lens was defective.

Manufacturer narrative:
Based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within established process parameters; and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Claim # (B)(4).

Manufacturer narrative:
(B)(4). Based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within established process parameters; and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. (B)(4).